Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Thrombus is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Model #/lot #: 1001872125 - outflow graft / catalog number 1125 / expiration date: 03-31-2019. UDI #: unknown. Yes, returned to manufacturer on 04/24/2017. No, device evaluation anticipated. Device manufacture date: unknown. Labeled for single use?: yes. (B)(4).

Event description:
It was reported from the site by the ventricular assist device (vad) data analyst, that the patient was brought in from home on (B)(6) 2016 after receiving a call for his heart transplant. The patient was unos status 1a at home using his 30-day time. The patient was successfully transplanted on (B)(6) 2016. At the time of device removal, thrombus was noted in the outflow graph (ofg) of the pump and in the pump housing as well. This was not evident from the patient's vad parameters or labs, so there was never any concern for thrombus while the patient was on left ventricular assist device (lvad) support. The site retrieved the pump from pathology and will be sending back to manufacturer analysis. It was further stated that the site wants a letter of the analysis results upon completion. No additional information available.

Manufacturer narrative:
(B)(4) and sections of the outflow graft (B)(4) were returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump and outflow graft; therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Review of the controller log files was not performed since log files were not available for analysis. Failure analysis of the pump revealed that the device met specifications; the device passed visual examination, dimensional verification, and functional testing. Pathological examination did not reveal presence of thrombus within the pump. Visual examination of the outflow graft did not reveal anomalies; no evidence of thrombus in the outflow graft was found during pathological examination. Therefore, the reported event of "thrombus in the pump and outflow graft" could not be confirmed. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.